Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 545 ng/l. A new sample was collected from the patient and the result was 15 ng/l. The doctor questioned the result from the original sample, which prompted the customer to perform repeat testing. The original sample was repeated on the initial analyzer, resulting in a value of 14.9 ng/l. A measurement performed with another analyzer confirmed the repeat result. The customer also provided an initial result of 546 ng/l with a repeat result of 7.5 ng/l from another analyzer. Clarification on if these are additional results from the same sample was requested but not provided.